Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator revealed that the device was in backup operation. No interventions were made. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The interrogation check was performed then, it was confirmed the device went into bvvi mode. It was reported to the doctor and be referred to the hospital which . Amj sales rep reported this issue to both the physician and the me from the hospital which the patient received the pacemaker implant procedure.